Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The reported event is confirmed by the provided pictures and product return. Visual examination of the returned product identified the device was returned in the opened blister and product carton. The tamper label and shrink film were both open before receipt in our lab. The device has been cycled two (2) times and there are no sutures or anchors returned with the device. The tip of the need has fractured. The needle fragment was returned with the device and is slightly deformed. Fracture analysis has been previously analyzed in an internal technical report where bending overload was identified as the mode of failure. Part and lot numbers verified from product label. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in japan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal procedure, the device tip fractured when inserting it in the joint. The fractured piece was recovered, and an alternate device was successfully used to complete the procedure. The correct surgical technique was used. No complications, injuries, or surgical interventions were required, and no foreign bodies were retained due to this malfunction. The case was completed without any adverse outcomes to the patient. It was reported that no further information is available.